Manufacturer narrative:
Approximate age of device - 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that the patient¿s lvad system had a driveline infection that extended into the pump pocket requiring multiple surgical debridement¿s. Reportedly, no mechanical issues with the pump. Additional information was requested but not provided.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 due to infection. Superficial wound culture positive for (B)(4). The patient was treated intravenous antibiotics. The patient was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Driveline, local, and pump pocket infection are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.